Manufacturer narrative:
Date of event estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had their entire system explanted in (B)(6)2020. The exact date of explant and reason for explant is unknown. Manufacture representative was not notified ad therefore not present for the explant in (B)(6)2020.